Event description:
Pt had called physician's office to report a "lump on her back" around the catheter site. When she was examined at office, it was discovered that catheter had eroded through her skin. Up to this point, pt had been getting excellent pain relief from the implanted system, and as the pt is paralyzed, did not feel the catheter erosion. The pt has not been implanted with another device, pending allergy testing and other evaluation.

Manufacturer narrative:
4/24/1998: g9 - manufacturer report number has been corrected here and in header on page 1. Manufacturer address is listed below.